Event description:
A customer contacted beckman coulter inc. (Bci) reporting fluid leak from hydro line. The reagent connected to this line was wash solution. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a defective float switch on the wash solution canister which caused the canister to overflow and caused the solution to get in the regulators and lines. Fse replaced the float switch and the system was resumed.